Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2014. During the procedure, the tip of the reamer fractured. There was no injury to the patient and no product reportedly fell into the patient.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Investigation results noted the root cause of the event is due to improper surgical technique.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.